Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Implant date: unknown date in 2003. Concomitant medical products: biomet mlry-hd 3hole rlc shl 48mm/l22 cat#11-104148 lot#333766. Biomet mod hd cocr 22.22/ 0mm (t1) cat#164440 lot#326806. Report source: foreign country: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03687.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient has experienced a fall and plans to be revised due to an implant fracture approximately 17 years post initial surgery. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.